Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the lips with one syringe of juvéderm volbella® xc, the patient's upper lip became "super swollen" and had the patient place ice on the upper lip. Symptoms presented approximately 4 months after injection. The patient came back 5 days later with more swelling and lumps, that were "super hard like tiny marbles in the mouth." The injector tried to massage them, but it only got worse, therefore the product was "removed with vitrase and [patient] had tingly sensations." The symptoms are ongoing.